Manufacturer narrative:
It was reported to philips that there was a shock equipment malfunction. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty therapy pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The customer ordered a replacement therapy pca to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) no was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no if there was an adverse event, did the device cause or contribute to the adverse event, and how? (Answer yes, no, or unknown. If no or unknown, provide explanation including any gfe attempts.) No, there was no reported adverse event to a patient or user as a result of the issue.

Event description:
It was reported to philips that there was a shock equipment malfunction.